Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: cervical spondylosis, 5, 6, and 7 discs protruding from the neck procedure: anterior cervical decompression bone graft fusion and internal fixation level implanted: 2 (prosthesis) it was reported that, intra-op, the nitinol locking ring on the prosthesis was broken. The product came in contact with the patient. Fragment remained in the patient. The patient has not undergone revision surgery. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Additional information: x-ray image review result: post of x-rays for c5-6, c6-7 acdf show no obvious hardware failure. Implant date is (B)(6) 2018. There may be a discontinuity in one of the views on an ap x-ray. Fusion looks to be present. If information is provided in the future, a supplemental report will be issued.